Manufacturer narrative:
Investigation summary: sample was received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Spouse of consumer reported, no insulin flow when trying to prime two units. 1 pen needle affected lot: 3136362 catalog: 320550 date of event: 2024-04-15 samples: yes cl